Manufacturer narrative:
.

Event description:
On (B)(4) 2013 it was reported that two of the physician's programming wands were not working properly. It was later reported on (B)(4) 2013 that one of the programming systems was just not charged properly and once charged, it worked fine. The case specialist plugged in the handheld to charge it and when she unplugged it, she was able to use it on her demo generator successfully after performing a hard reset. The 9 volt battery in the wand was changed prophylactically. The handheld was left charging for about 20 minutes and the handheld showed that it was partially charged, just under halfway fully charged. The other programming system could not be located. On (B)(6) 2013 the physician's office still had not located the second programming system that was believed to not be working properly. The physician's office stated that they would notify the case specialist once they have located the programming system.